Manufacturer narrative:
This supplemental correction report was created to capture updates on d4: serial number. This complaint no longer meets reportable criteria as this will be closed as duplicate.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd), and a battery depletion code was emitted. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd), and a battery depletion code was emitted. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.